Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment threads were cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons required increased force to engage. It was noted that the keypad feels like it "slides around". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.